Event description:
The customer obtained four nonreproducible, higher than expected vitros tropi es results from three patient samples processed on a vitros 5600 integrated system. Patient 1: sample 1: 3.41 ng/ml; vs expected result < 0.012 ng/ml. Patient 2: sample 1: 0.132 ng/ml; vs expected result < 0.012 ng/ml. Patient 2: sample 2: 0.069 ng/ml; vs expected result < 0.012 ng/ml. Patient 3: sample 1: 0.184 ng/ml; vs expected result < 0.012 ng/ml. During service, the ortho clinical diagnostics field engineer also produced a higher than expected nonreproducible vitros tropi es result on the same vitro 5600 integrated system. Vitro result: 0.090 ng/ml; vs expected result <= 0.014 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The results were reported to a clinician for all three patients however no allegations of patient harm were made as a result of the events. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that nonreproducible, higher than expected vitros trop I es results were obtained from three patient samples and one precision sample processed on a vitros 5600 integrated system. Root cause of the unexpected patient results could not be determined; however, the possibility that inappropriate pre-analytical sample processing had contributed to the results could not be ruled out. The investigation found no evidence to suggest the vitros troponin I es reagents had malfunctioned. In addition, the investigation cannot rule out that an unexpected instrument event had contributed to the results. Root cause for the unexpected precision result could not be determined; however, it is suspected that the sample fluid used to perform the test was the cause as the field engineer noticed cellular debris had been collected from the sample collection device in the preparation of the sample fluid.